Event description:
A 28fr(french) thal quik chest tube emergently placed for a patient while rapidly decompensating due to presumed pneumothorax/ pleural effusion. After placement patient still clinically unstable and progressed to cardiac arrest requiring CPR. Blood return noted when chest placed to water seal. Post mortem autopsy results revealing the chest tube appeared to have penetrated the right lung, traversing the right atrium, and exited at the apex of the heart.